Manufacturer narrative:
Return requested. Replacement computer shipped to site (B)(4) 2015. Medtronic investigation of suspect computer, returned on (B)(4) 2015, finds that initial testing shows usb ports to be functioning fine. Computer boots and loads. Cranial software application and tracks with axiem. Computer passed phd testing and simulated use. No fault found with computer hardware or software during testing. No fault found. Return requested. Replacement camera shipped to site (B)(4) 2015. Medtronic investigation of suspect camera, returned on (B)(4) 2015, finds that when connected to a known good navigation system, the positioning sensor unit (psu) tracked instruments and frames throughout the volume. The firmware had been previously upgraded. A check of the event log did not reveal any adverse events. The psu passed an aak test at .07 mm. No problem found. This psu has not been previously returned for a failure. No fault found. (B)(4) 2015. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015. A medtronic representative, following-up at the site, reported replacing the camera and computer. The navigation system is functioning as intended. The site subsequently performed a surgery with no issues. The navigation system is performing well, and the site uses it almost daily. No further issues have been reported.

Event description:
A site operating room (or) physician reported that, while in a cranial procedure, and after patient registration, the navigation system camera would not track the reference frame or any instruments. In trouble-shooting, the site checked the tracking view, tried multiple instruments, re-positioned the camera, and re-started the navigation system, however, issue was not resolved. The medtronic representative recommended that they archive the patient and continue on another navigation system. Delay in therapy was 20 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.